Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a cardioversion in which it was noted that right ventricular (rv) lead pacing impedances were exhibiting high out of range measurements above 2134 ohms. The rv lead is a non boston scientific lead, no noise was noted, but an increase in capture thresholds was noted. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system underwent a cardioversion in which it was noted that right ventricular (rv) lead pacing impedances were exhibiting high out of range measurements above 2134 ohms. The rv lead is a non boston scientific lead, no noise was noted, but an increase in capture thresholds was noted. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and this device was explanted due to reasons not related to device malfunction. No adverse patient effects were reported.